Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the report of ¿turn off¿ was reproduced. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pins, which caused the pins to be depressed/jammed and unable to make contact causing the unit to turn off improperly in battery mode. The back flex battery contact pin requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off before use at the medicine I. There was no patient involvement. No additional information is available.